Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.

Event description:
Consumer stated she had been using the gum deep clean toothbrush for years but recently had issues because the bristles were falling out on three toothbrushes.